Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
The device has low volume when prompts play. No patient involved.

Event description:
The device has low volume when prompts play. No patient involved.

Manufacturer narrative:
The device history record for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 24th november 2016. A visual inspection of the device revealed no apparent defects. The history log for this device showed that the pad-pak was first installed on the 3rd july 2017 and performed to specification up to the 26th november 2017. Upon receipt of the device, the speech prompts were barely audible, as per the reported fault. Upon visual inspection of the device speaker, a build-up of metallic debris was observed around the speaker cone, this had limited the amplitude of the speaker and resulting in the speech prompts being delivered at a much lower volume than on a known good device. The device was retested to the final unit test specification, h032-014-004, during the investigation and failed due to a low volume of the speech prompts, and none of the processes in heartsine result in metallic debris. Therefore, the investigation concludes this issue developed after despatch from heartsine. Due to the magnetic nature of the speaker, the metallic debris would have entered through the speaker grille from the surrounding environment. This would suggest the device had been stored in the presence of metallic debris by the user. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.